Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2017 it was reported that the patient was seeing a motor stall code on their ptm (personal therapy manager). It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was seen at the clinic and the pump motor had stalled. The patient was being referred for a pump replacement. No patient symptoms were reported. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who reported that ¿back in january my pump stopped working¿ stating pump went into alarm mode. The patient was wondering why their pump may have stopped working. Per the reporter the patient¿s physician at the time was supposed to refer the patient to another surgeon to have the pump removed or replaced. The patient lost their insurance during the process and was looking for assistance in locating a physician. The pump was used to deliver fentanyl at what the patient thought was concentration ¿300¿ and the dose was ¿like 39 in 24 hours, for a total of 110 "or something" in a 24 hour period¿. There were no patient symptoms and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pump was still implanted. The actions and interventions taken to resolve the motor stall was the patient had been sent for replacement. No further complications were reported.